Event description:
The lens was removed and replaced due to an unexpected post operative visual acuity. The physician replaced the lens with another of the same diopter. Pt's current visual acuity is unk.

Manufacturer narrative:
Eval of the explanted lens confirmed the iol measured 25.5 diopters and not 14.5 diopters as labeled. Prod history records indicate the prod met release criteria. There have been no other complaints rec'd for this batch record. A second unused lens from the same batch record was measured for diopter and was correct as labeled, 14.5 diopters. The root cause of this event was not determined and our investigation is ongoing.